Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the pericardial effusion (pe) occurred. During a concomitant case using farapulse and watchman left atrial appendage (laa) closure, a versacross connect for faradrive was selected for use. Transseptal puncture was performed using versacross along with a watchman trusteer access system (was), and no issue was noted. A pulmonary vein isolation was completed. Then, a 27mm watchman flx pro closure device and delivery system (wds) was inserted, advanced, and deployed. During wds deployment, a pe was noted and a pericardiocentesis was performed. The wds was determined to meet release criteria so the closure device was released and implanted with complete seal noted. The patient was hospitalized and discharged the day after the procedure. The device is not expected to be returned for analysis (disposed).